Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient passed away due to cardiac arrest. It is unknown if the patient's death was device or procedure related.

Event description:
Follow-up revealed the patient's death was not device related.